Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the energy up key on their device would activate the pacer functionality. Without the energy up function, the customer would be unable to change the defibrillation joule level to higher energy settings. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control replaced the interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.